Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) for fiber related errors on the mtm. The fse tried swapping fibers to see if the issue followed. Issues did not follow. The fse also cleaned the fibers. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during training/demo, the clinical sales representative (csr) noted errors of 48305 on the site¿s new system. The csr said he had to go use the site¿s other system to train a doctor. There was no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was evaluated by the failure analysis (fa) team. During system test and surgeon console fixture test platform (sftp), the mtm passed without any error. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. The fa could not replicate the issue.